Manufacturer narrative:
At this time the product remains in service. Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the clinician was unable to obtain the r-wave or impedance measurements. Boston scientific technical services advised the clinician to program the device to do in order to obtain the impedance measurement and to perform a manual measurement for the r-waves. It was noted that the device was sensing appropriately. During the call, the clinician also stated that the patient has an infection. No further information was given as to the location of or course of action to treat the infection.